Event description:
Information received from the field notes that during a follow-up, measured battery data read 2.60 v, 75 ua, and 1.4 kohms. The patient was pacemaker dependent. Therefore, the device was replaced.